Event description:
A caller reported a malfunction on a pump, specifically code malf 12, caused by a momentary power loss to the vibrator motor. It was unknown or declined whether the issue impacted the customer¿s blood glucose level. Customer technical support assisted the caller in resetting the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact support if the issue reoccurs.